Manufacturer narrative:
There was no unexpected no delivery alarm noted during testing. The pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. There was no motor error alarm noted. The motor was tested outside the device and passed. The pump was received with a loose and or flush drive support disk. The pump had broken battery tube threads, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of motor error and no delivery with their insulin pump. The customer's blood glucose level at the time of incident was 65 mg/dl. The customer was assisted with troubleshoot, and the drive support cap was noted to be flushed. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.